Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level of over 470 mg/dl and almost 500 mg/dl at the time of incidence. Customer reported that they received insulin flow blocked alarm and insulin was exit during quick review. The insulin pump will not be returned for analysis.